Event description:
Patient reported problem with her ms3 pump. Pt noted that when she went to remix that the syringe was still full and non of the medication had been administered, even though the pump indicated that it was running pt mixes every 3 days and was on a lower dose as she recently initiated therapy. Pt did not note any worsening in her breathing or other pah symptoms. She switched to her other pump and continues to infuse without issue. Replacement pump to be sent. Did the reported product fault occur while in use with a pt: yes. Did the product issue cause or contribute to pt or clinical injury: no. Dates of use: (B)(6) 2016 to present. Diagnosis or reason for use: pah.